Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected shutdown issue was verified in the pump logs; however, no failure was identified. Additionally, the alleged battery depletion issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly which resulted in the pump shutting down, however, the customer declined troubleshooting for this issue. Additionally, it was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer's blood glucose level was 700mg/dl which was treated with a manual injection. Reportedly the customer continued to use the pump for insulin therapy.